Event description:
Device report from synthes (B)(4) reported a complaint against a flexible shaft handle with quick coupling. No further information was provided. After the product was evaluated by the manufacturer, it was noted that the device is missing a screw. (B)(4).

Manufacturer narrative:
It is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. (B)(6). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4) manufactured the flexible shaft handle, part number 351.150 and lot 4386604 (supplier lot 2018684). The parts were inspected and conformed to synthes incoming final inspection sheet. No material review reports or non-conformance reports were generated for this lot. A product investigation was completed: the complaint condition is confirmed as the device is missing a set screw. While it cannot be definitively determined, it is most probable that the method of use and handling resulted in the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide, this flexible shaft handle is part of the flexible reamer sets and used if reaming of the medullary canal is desired for implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and cannulated tibial nails. The returned flexible shaft handle was received with the cap sleeve disassembled from the device and the set screw missing. All of the other internal components were received and properly assembled. The balance of the device is in good condition with only light surface scratches. Thus, the complaint condition is confirmed and could be replicated as the device will not function properly and can fall apart without the set screw. A review of the current design drawing and the manufactured revision was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned condition is consistent with having been disassembled. It is common practice for a device to be disassembled, if possible, for cleaning/reprocessing. While securing the set screw is required via the part drawings and the device is not intended to be disassembled, it is evident that the screw was able to be removed. There is residue in the threads on the cap sleeve which shows evidence of having been secured during initial assembly. Thus, while it cannot be definitively determined, it is most probable that disassembly for cleaning, and subsequent loss of the set screw and/or improper reassembly of the device led to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The original awareness date for this event was (B)(6) 2015. At the time, the event was considering non-reportable. Upon review of the returned product on july 2, 2015, the reportability changed. This field has been updated to reflect the original awareness date.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.